Event description:
During an attempt to remove a stent that was placed in the right ureter of a male pt (B)(6) on (B)(6) 2010, the stent separated due to severe calcification at the very distal end. It was lodged in the pt due to said calcification. In an attempt to break up the calcification, they had to laser it out in order to get the other part of the stent that broke off in the pt. They checked by x-ray to make sure the separated segment was retrieved, and it is believed they were finally able to retrieve everything. However, it was mentioned this had never happened before, and they were very concerned. Pt is doing okay.

Manufacturer narrative:
Due to the complaint device not being returned, a proper eval could not be performed. The customer indicated the stent separated due to severe calcification at the very distal end. Because, stent material can react in unexpected ways depending on the pt's individual body chemistry, medications administered, as well as degrading with exposure to uv light, we are unable to ascertain with any certainty the root cause of this event.